Event description:
Event was reported to caldera medical by an attorney. The patient has suffered chronic vaginal and pelvic area pain, severe abdominal pain, inflammation, pain during intercourse, urine leakage, additional surgery, scarring, urgency of urination, and vaginal discharge. No further information has been provided.